Event description:
It was reported that pt underwent revision procedure in 2008. Stem on recap femoral head was found fractured. No further info has been provided.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Eval of returned device found evidence that failure mode was due to bending overload.